Event description:
A pt had a blood glucose meter result of 129 at 0600. Routine bloodwork done at 0700 revealed a blood sugar of 36. Pt at that time was unresponsive and received d50 with an increase in responsiveness. Transferred to ICU. Pt with history of dm; on amaryl 1mg daily at 0730 (no dose given 9/11/00), history of congestive heart failure and renal insufficiency with questionable contribution to hypoglycemia. Hgb 8.4 hct 24.9. Control done 11-7 shift - time unknown. Range 95-115 result 105. Test strip lot #0b05jc code #f-5 expires 8/2001.